Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. Device evaluated by MFR: the device was not returned to the complaint investigation site (cis) for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that stent damaged occurred. The 75% stenosed, 3.00x28mm, eccentric, de novo target lesion contained >45 and <90 degree bend and was located in the moderately tortuous and mildly calcified proximal left anterior descending (lad) artery extending to the mid lad. A 6f jl 4 guide catheter was advanced towards the lesion. After a non-bsc guide wire has crossed the lesion, predilation was performed with a 2.50x20mm maverick ¿ balloon catheter. Subsequently, a 3.00x28mm promus element ¿ drug-eluting stent was selected for use and advanced but failed to cross the lesion. The device was removed and the physician noted that the stent was deformed. The procedure was completed with another of the same device. No patient complications were reported and patient's status was stable.